Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 51 mg/dl. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the pump's alarm sound was not annunciating. Customer continued to use the pump for insulin therapy.